Event description:
The customer reported that they were hospitalized two weeks ago for high bgs and dka. The cause of high glucose level was unk. The customer stated that bgs and the device have been fine since their admission. However, the pump had an alarm. Instructed the customer to clean the battery contacts. Later the customer called back and stated the alarm continued. Bgs were high and the customer started to feel tired and thirsty. Advised customer to give themselves a manual injection.